Manufacturer narrative:
Subject device was disposed in the hospital.

Event description:
It was reported in a post marketing surveillance case that during angioplasty with the subject balloon to treat minor stroke of the internal carotid artery a vessel dissection occurred. A stent was deployed and the patient recovered.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for analysis therefore visual inspection and functional testing could not be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel dissection is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported in a post marketing surveillance case that during angioplasty with the subject balloon to treat minor stroke of the internal carotid artery a vessel dissection occurred. A stent was deployed and the patient recovered.